Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that when removing the stem the threads on the adaptor broke.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has bene one other event. Visual inspection: visual inspection performed as part of mar. A material analysis was performed, concluding the following: the adapter fractured in a mixed mode overload fracture, caused by the application of an off-axis overload. The fracture initiated at the root diameter of the first thread closest to the adapter body. The eds spectrum of the material was consistent with the custom 455 stainless steel alloy and the material hardness was approximately hrc 49. No material or manufacturing defects were observed on the fracture surfaces examined. The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
It was reported that when removing the stem the threads on the adaptor broke.